Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a high scan of 422 mg/dl on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced symptoms lack of awareness, dilated pupils, disorientation, loss of consciousness, sweating. The customer had contact with a non-healthcare professional who provided an unspecified tablet for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.